Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include being both thirsty and irritable. The patient administered correction boluses and a manual injection of insulin before application of a new pod. Once at the hospital the patients reported blood glucose level was 180 mg/dl. The patient was treated with intravenous fluids. The patient was released from the hospital after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.